Event description:
In 2008, the patient reported that his last 5 infusion sites have "peeled" off of his skin. He stated that some infusion sites peel off the same day they are inserted. He stated that he is not having issues with perspiration and he cleanses the area with alcohol and allows it to dry before insertion. He stated that he did not retain the alleged infusion sites. All 5 of the infusion sites were from the same lot number (the patient is legally blind and unable to provide lot information). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient will return the unused infusion sets for evaluation.